Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having pain and she thought maybe it needs to be reprogrammed. Patient stated the pain was at the implant site and she has been having this for ¿a couple days¿. It was indicated she had a fall early in (B)(6). On the same day, patient called back and reported that she spoke with her healthcare provider (hcp) and he wanted her to call the manufacturer to help turn her device off. Patient was instructed to turn therapy off on the day of this call.